Event description:
Biomed requested an event log review for an alleged overinfusion of fentanyl that is believed to have infused too fast on a picu pt. The nurse reported she responded to an air in line alarm. She noticed that the fentanyl IV bag was completely empty much sooner than expected. She stated that the pt was assessed and that there was no change in his condition and that he remained stable. The intended programming for the fentanyl was 0.5 mcg/kg/hr. A new 150 ml bag was started on (B)(6) 2012 at 1700 with a concentration of 50 mcg/ml. No change in rate or bolus was documented as given throughout the shift. She stated that only 40 ml should have been administered. The nurse reported that the medication and the programmed rate were double checked at initial start up and at shift change by 2 nurses and were correct. Devices and tubing was sequestered. There was no pt harm reported and no medical intervention was required. Customer stated that no further pt/event details are available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the failure investigation has been completed. No devices received, log review only.